Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(4). Case subject: npi: check interop order for rejection account name: (B)(6) memorial hospital account #: (B)(4) asset name: kit inf uni core 1.1 win 2012 w/win+sql asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: customer called in requesting investigation on an order and to double check the reasoning for rejection. Failure device type: inf cce infusion failure problem type: clinical workflow failure mode: see case notes case resolution: I remoted into the cce server and provided her the technical hl7 output of the order in question. We concluded that the pump did not have the most up to date drug library. I ran a report on systems manager and provided her the results, and it showed that the pcu in question, had a drug library from april, and it was pending a new drug library of june. Customer now has root cause of issue. The pump needs to be power cycled so that it operates on the newest june drug library. I will be closing the case as the issue has been resolved. Ref:_00d30y0yr._5000l1kglow:ref